Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI# (B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. Based on review of the photo, the complaint was confirmed. A device history record review was performed and no relevant findings were identified. Although the complaint was confirmed, the probable cause could not be determined without the actual device to evaluate. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The reported complaint was unable to be confirmed from the photo alone. The customer also returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned and loose in the cover block. The stapler was returned with 27 staples remaining in the cover block, indicating that at least 8 staples were fired by the customer. The trigger was returned not engaged. There was evidence of use in the form of biological material was present on the device. Upon functional inspection, the first fire resulted in one unformed staple falling out of the device. The second fire fully formed and released correctly. Functional inspection could not be continued due to the severe staple misalignment. It was observed that during the first and second fire that the pusher was not moving in the cover block. The device was disassembled, and it was observed that the saddle spring was not attached to the pusher. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. A non-conformance was opened to address the saddle spring disconnection issue. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the sample was returned with its staples severely misaligned and loose in the cover block. Upon functional inspection, the first fire fully formed and released correctly. Functional inspection could not be continued due to the severe staple misalignment. It was observed that during the first fire that the pusher was not moving in the cover block. The stapler was disassembled, and it was observed that the saddle spring was out of position on one side of the cover block. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.